Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis of the lead serial# (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2018 explanted:product type lead. Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a new lead was opened, used and implanted. Lead is in transit to be analyzed. The information was confirmed by the health care professional (hcp).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that there was a lead issue intra-op. When implanting the new lead, the electrode was rubbing with the introducer needle, making it difficult for the physician to advance the lead or withdraw the needle. The manufacturer representative stated that the physician did not use that lead. It was noted that the issue occurred on the date of this report. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
This report is a correction. No further regulatory reports will be submitted under 3004209178-2018-03914. If additional information is received, it will be submitted under 2649622-2018-09036. If information is provided in the future, a supplemental report will be issued.